Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation regarding the reported complaint has been finalized. The unit was investigated by our field service engineer (fse). The compressor thermoelectric cooler was replaced and sent in for investigation. The visual inspection of the thermoelectric cooler did not reveal any remarks. The returned part was in visually good condition. When the thermoelectric cooler was mounted into a test compressor unit for simulated use testing, the reported high temp alarm was reproduced. The alarm for high temp does not affect the delivery of compressed air to the ventilator. The compressor unit does not stop due to this alarm condition. The cause to the reported alarm was due to the faulty thermoelectric cooler.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor stopped running. There was no patient involvement. (B)(4).